Event description:
It was reported this subject is enrolled in the triathlon ts multi-center study. It was discovered during a monitoring visit that the triathlon ts device was revised to a rotating hinge due to tibial subsidence. Right knee

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Discarded.